Event description:
During a ptca procedure, the wire moved distally during a balloon catheter change and a perforation occurred. The pt experienced tamponade and subsequently died. The co rep requested additional info and was told this was confidential info.